Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that a glidewell ht implant failed. On (B)(6) 2025, an 83-year-old, male patient presented for implant placement on tooth position #3. His bone quality was reported as type IV and oral hygiene as good. The patient returned on (B)(6) 2025, within three weeks of implant placement, with no symptoms. Upon examination, the doctor determined that the implant failed to osseointegrate and the device was explanted that day and not replaced. The patient did not have any permanent injury and no additional medical/surgical procedure was required.